Manufacturer narrative:
Details of complaint: the customer reported that the screen on this central nurse's station (cns) was lagging, and it would sometimes black out for a second then come back up. The cns was also giving a "fan system error" message. No patient harm was reported. Investigation summary: technical support (ts) recommended rebooting the cns and performing preventative maintenance by rebooting every quarter to prevent lagging and freezing issues. To address the screen blackouts, ts suggested verifying the dvi and vga cables connecting the cns tower and monitors were securely attached, trying new cables, and testing the screen on another cns. The customer agreed to perform these troubleshooting steps and report the results via email. No further information was received. A possible root cause is likely related to a lack of preventative maintenance as the customer was not regularly rebooting the system to prevent instability. No further issues were reported relating to display issues on the cns. Based on the risk assessment performed by nihon kohden, this type of failure mode is unlikely to result in patient harm.

Event description:
The customer reported that the screen on this central nurse's station (cns) was lagging and it would sometimes black out for a second then come back up.

Manufacturer narrative:
The customer reported that the screen on this central nurse's station (cns) is lagging and sometimes the screen blacks out for a second and then comesback. The customer also reported getting a "fan system error". Technical service (ts) informed the customer that it is recommended for the cns to be rebooted once quarterly to prevent lagging/freezing issues from occurring. For the fan error, the customer was advised to clean the cns with compressed air as it might be dusty. For the screen black out ts asked the customer to verify that the dvi and the vga cables are securely attached to the back of the monitors and cns tower. Ts also advised the customer to move the screen to another cns and see if the issue follows the screen or the cns tower itself. The customer will troubleshoot and email back with results. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on this central nurse's station (cns) is lagging and sometimes the screen blacks out for a second and then comesback.